Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was explanted but used as a temporary pacemaker on the outside of the patient's body until the infection cleared. A new right ventricular (rv) lead was temporarily implanted and connected with this device. Once the infection cleared, the lead was explanted and a new cardiac resynchronization therapy pacemaker (crt-p) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.